Manufacturer narrative:
(B)(4). Date sent: 12/17/2024. Photo analysis: this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a device 60 mm from top view, with the batch number 106d12, the device was inside a plastic bag. The manufacturing records for this batch 106d12 were reviewed. The device was visually compared against an original ec60a test device. The following observations were noted during the visual inspection. The device components like the closure trigger, the knob, and the nozzle with a similar tone of gray than the original product. In addition, the cartridge channel has the number scale pad printed. Lastly, the printed letters in the handle area were noted to be as expected. The returned device had a batch number printed on the firing trigger. The batch number 106d12 printed on the device is a valid batch number. The counterfeit product not confirmed. A manufacturing record evaluation was performed for the finished device batch number 106d12, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: 1. Is there an indication of how the product was distributed? No. 2. Based on the packaging, is there any indication of which market the original genuine product may have come from? No. 3. Was the device used on a patient? If so, was there any patient consequence? No. 4. Lot? Informed above. Samples have been prepared to return to qa flow. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Gbp latam team has performed a test purchase in a suspicious seller in mexico.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2025. D4: batch #unk. D4: UDI corrected. D4, h4: expiration date, device manufacture date updated. Investigation summary: visual analysis of the returned sample revealed that the ec60a device was returned outside the sterile package with some brown stains on the handle that appears to be blood. No tyvek was returned and no reload was present. The batch number #106d12 was reviewed, and it belongs to an ec60a device. As additional, information on the photos loaded of the box says "imported and distributed by johnson & johnson (ecuador) s. A. Ec-reg. San. Dm-1570-10-08. The manufacturing records for this batch 106d12 were reviewed and the lot numbers involved are 123d19, 159d55, 123d20. A lot trace was performed on the lot provided, the suspect diversion cannot be determined as a lot trace of lot 123d19 and 159d55 showed that this lot was authorized to be sold to the account that reported the issue. However, the lot trace of lot 123d20 showed that this lot was not authorized to be sold to the account that reported the issue. No conclusion or root cause could be determined for the suspect diversion. The device was visually compared against an original ec60a test device. The following observations were noted during the visual inspection. The device components like the closure trigger, the knob, and the nozzle with a similar tone of gray than the original product. In addition, the cartridge channel has the number scale pad printed. Lastly, the printed letters in the handle area were noted to be as expected. The returned device had a batch number printed on the firing trigger. The batch number 106d12 printed on the device is a valid batch number. The batch belongs to a ec60a product manufactured in 2024. The product code printed on the trigger does match with recorded on the quality tracking system. The counterfeit product not confirmed. Additionally, this product has been repackaged and there are signs of blood on the device. The tampering product is confirmed. A manufacturing record evaluation was performed for the finished device batch number 106d12, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number 123d19, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number 123d20, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device lot number 159d55, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.